Event description:
It was reported that this right atrial (ra) lead was explanted on an unknown date due to an unknown cause. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
The lead has not yet been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.